Event description:
Physician noted equipment "wasn't working right" during excision of herniated disc. Noted screw missing. Unable to locate screw. X-ray taken and read as negative. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report shall not be construed as an admission by baystate medical center that it or any of its empoyees or affiliates caused or contributed to the incident described herein.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.